Event description:
A complaint was received from a customer that reported a portion of the display is missing. While on the phone to review the system was conducted. It was learned that a major portion of the "units" digit was missing. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.